Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced. System error 322 was confirmed through review of the event history log. The software was upgraded to correct this issue per the approved remedial action activities.  System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). During the evaluation, it was determined that the reported system error 322 was not reproduced or confirmed. The software was upgraded per the approved remedial action activities. This MDR was initially reported in error. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-11656 can be removed from the FDA database.